Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow was not responding. The patient denied having any issues with the button in the past. The patient confirmed that there was no trauma to the pump and there was no visible damage to the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the up arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast, up and down arrow keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the contrast, up and down key contacts.